Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex coronary artery. A 3.00 x 38 mm xience alpine stent delivery system (sds) was selected for the procedure. Following pre-dilatation with an unspecified 3.00 x 20 mm balloon dilatation catheter (bdc), the sds was advanced to the lesion and the stent implant was successfully deployed. Upon removal of the sds from the anatomy, a perforation was observed. A 3.00 nc trek bdc was used to successfully seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.